Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported the pt's arteries were excessively tortuous. The first attempt was made with a talent iliac stent graft and it was possible to track the delivery sys through first bend, but it was not possible to track delivery sys through the second bend and the delivery sys would not advance. The delivery system was removed and two pronounced kinks were observed on the sheath which appeared to coincide with the two identified tortuosity. A second attempt was made with another device and it was possible to track the delivery sys through first and second tortuosity, but it was not possible to advance the delivery sys through third tortuosity. Next deployment was attempted by rotating the handle clockwise; however, that did not initiate deployment. The physician proceeded to pull the trigger on the slider back all the way in order to more rapidly deploy the stent graft. The graft cover did not retract and further attempt to deploy was unsuccessful. Again the delivery sys was removed from the pt and the graft cover had two noticeable kinks similar to the ones on the delivery sys used during the first attempt. On the table the quick release button was reconnected and the stent graft proceeded to deploy successfully. Please note that this device(second) is distributed outside the us; however, it is similar to the us distributed prod aneurx aaadvantage stent graft sys. A third attempt was made with second device, and it was possible to track the delivery sys through first and second and approx half-way through the third tortuosity. It was possible to rotate the handle clockwise approx a quarter of a complete turn. Then the physician pulled the trigger on the handle back all the way in order to more rapidly deploy the stent graft. The stent graft deployed but the physician noted a blush of contrast at approx 5-6mm above, which necessitated another stent graft to be implanted. The pt started being hypotensive and vital signs were erratic. A reliant balloon was inserted through the left femoral artery and inflated above bifurcation of the aorta until the pt was stabilized. The reliant balloon was deflated when the pt's vital signs stabilized. The last attempt was with third device. It was possible to track the delivery sys through first and second tortuosity and as soon as the device passed the proximal implanted stent graft the right common iliac artery was ruptured (see MFR#29532002008-00146). A reliant balloon was inserted via left common iliac artery and inflated above bifurcation of aorta. The pt was then converted to open surgical repair. The pt was stable after the repair and was discharged home. The delivery sys were discarded after the procedure.